Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 07.aug.2024 the user was no longer able to hear any sound with the device. The user has been re-implanted with a bone conduction implant.

Manufacturer narrative:
Conclusion: device investigations of the received parts revealed damages which are most likely related to the explantation surgery. According to the information received from the field the device was not functioning whilst implanted, which was likely due to a damage of the conductor link. However, due to the device's received status an exact location of the damage cannot be confirmed. The recipient has been reimplated with a bone conduction implant. This is a final report.

Event description:
The user was no longer able to hear any sound with the device since (B)(6) 2024. The user has been re-implanted with a bone conduction implant.